Event description:
Pt self tester reported prevision issue. Initial result = 0.8 repeat result = 1.8 tests completed back to back using different fingers. Pt's therapeutic range not provided.

Manufacturer narrative:
Investigation pending.